Event description:
Physician reported that catheter was unable to be successfully placed. During insertion of catheter there was no blood return after the guidewire was removed. Physician attempted to replace guidewire into catheter, but was unable to advance past the junction of the lumens.